Event description:
I had essure implanted in (B)(6) 2012. Before essure I was having clotting issues and heavy periods. My dr told me he felt essure was the answer for me. The first year was good. Then about 9 months ago, the very heavy long periods started, along with worse clotting than I had before. In (B)(6), for the first time since I had my son 13 years ago I was late for my period. I got online and discovered that a lot of women were having the same problem as I. Thanks heavens I was not pregnant, but then the cramping started and I started doubling over in pain. Everyday, I don't know how bad the pain will be. Some days little, but lots of days I am doubling over in pain. My dr did an internal and external ultrasound and the essure still in place but she feels I will need a hysterectomy. I am in good health and only 42. I am worse off now than I was before it was implanted.